Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15114. It was reported the patient is without stimulation from his right lead. The sjm representative indicated the lead appears to be autoreducing. The patient is to meet with his physician as the next course of action. It is unknown which lead is the patient's right lead, therefore, all possible lots are being reported.